Manufacturer narrative:
Lot# 14a805. The returned instrument was visually inspected and the distal tip was confirmed to be fractured. No manufacturing issues were found for this lot number. Manufacturing review revealed an instrument that was 3 years old, so the likely root cause is normal wear.

Event description:
It is reported that while inserting the last screw on a plate the surgeon noticed the screw wasn't going below the ring. The surgeon tried redirecting the screw two times and the medial part of the ring in the hole was still not able to be seen. The surgeon was unsure if the ring was present and therefore decided to remove the plate. The surgeon saw that there was a ring but the ring was wedged/jammed and there was no give. New plate same size was implanted. No adverse consequences to the patient reported. Additionally, while removing the screw to remove the plate, the tip of the revision driver broke. All broken fragments were retrieved and the tip of the driver remains in the screw. The driver has been used several times.¿

Event description:
It is reported that while inserting the last screw on a plate the surgeon noticed the screw wasn't going below the ring. The surgeon tried redirecting the screw two times and the medial part of the ring in the hole was still not able to be seen. The surgeon was unsure if the ring was present and therefore decided to remove the plate. The surgeon saw that there was a ring but the ring was wedged/jammed and there was no give. New plate same size was implanted. No adverse consequences to the patient reported. Additionally, while removing the screw to remove the plate, the tip of the revision driver broke. All broken fragments were retrieved and the tip of the driver remains in the screw. The driver has been used several times.¿